Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product. It is not known if some clinical or procedural factors may have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution. No further actions will be taken at this time.

Event description:
It was reported that the catheter was unable to pace right after insertion. The catheter was replaced and the problem was solved. Further detail could not be obtained. There were no patient complications reported.